Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the customer was hit by a tornado and passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that she does not know where the insulin pump is at. Nothing further was reported.